Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient device has high impedance on electrode 0. Unknown factor that may have contributed to this issue. The issue has been resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury. No patient symptoms or complications were reported in this event.